Event description:
Evaluation revealed the force sensor resistance measurement was out of calibration, the display was lifted, the force sensor pins were dislodged and there was contamination on the shim. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(6). The pump was returned to animas for evaluation. Evaluation revealed the force sensor resistance measurement was out of calibration, the display was lifted, the force sensor pins were dislodged and there was contamination on the shim.